Manufacturer narrative:
The investigations found: for 1 event: the module of the c 8100 which detects liquid level and the color was offline at the time of the event due to a faulty chuck. The sample quality was compromised due to the unit being offline. For 1 event: the investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were: for 1 event: the field engineering specialist replaced a chuck. For 1 event: the analyzer was confirmed to be working within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous low results were generated for patient samples that were processed by a cobas c 8100 pre-analytics system. The events involved a total of 2 patients with the following: 1 erroneous valp2 valproic acid result from a cobas 8000 c 502 module and 1 erroneous low result for both elecsys vitamin b12 immunoassay and elecsys ferritin for one patient from a cobas 8000 cobas e 602 module.